Event description:
Allegedly revised due to infection. Additional product information received on 1/12/2017: neck product information now available.

Manufacturer narrative:
Additional information received from (B)(4) on (B)(6) 2017. Updated explant dated to (B)(6) 2010.